Event description:
A customer reported an unexpected outcome and significantly different power in the unknown eye of a patient, during surgery.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. Service history was reviewed for the system. No service record relevant to the complaint reported event was found. However, the system was last serviced prior to the reported event per service record (sr). The sr was found for the aberrometer, and the cart associated with it. The system found to meet all cosmetic and performance standards. Based on the information obtained, the root cause of the reported event is inconclusive the manufacturer internal reference number is: (B)(4).